Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the upper pin of the blade mount mechanism broke off of the system 7 saggital saw during preparation for use. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the upper pin of the blade mount mechanism broke off of the system 7 sagittal saw during preparation for use. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event that a pin or part of the blade mount mechanism broke off was confirmed. The engineer found that the blade mount base was broken due to how the actuator rod component sheared off. This was determined to be the primary failure. A damaged blade mount base could potentially result in a device fragment, as reported in this case.